Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined, however, patient is noted to be developing arthritis in glenoid which may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right shoulder humeral head resurfacing procedure. Subsequently, the surgeon is requesting for a custom implant to be made for an upcoming revision eight years later. The patient is being revised due to wear against the normal glenoid cartilage by the implant and development of arthritis at the glenoid.